Event description:
It was reported that the patient underwent an atrial flutter ablation procedure. During the procedure, it was discovered that their his bundle pacing lead had dislodged. The following day, the physician successfully explanted the his bundle pacing lead, but was unable to access the left subclavian vein to replace the lead. The physician was then able to successfully implant a replacement on the right side of the patient. The patient tolerated the procedure well. There were no complications from the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).